Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was post paced t-wave over-sensing (pptwos). The patient was asymtpomatic. Initially, the patient was given medication to prolong their qt interval. The patient then presented in clinic a week later and the ICD was reprogrammed. The patient was stable throughout the intervention.